Event description:
It was reported that the customer experienced a blood glucose (bg) level around 50 mg/dl; cause of the low was unknown. Customer consumed carbohydrates to address their bg level. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.